Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the customer encountered an e 200 error. The caller stated that the system was power cycled, but the error returned immediately. The technical support engineer (tse) advised performing a hard power cycle of the system and recommended locating a backup e 200 if available; if not, swapping out the vision tower was suggested as a potential next step. The caller ended the call to determine whether a backup e 200 was available or if an alternative vision tower would be brought in. The procedure was completed as planned with no reported injury.